Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient reused single-use supplies during last fill of peritoneal dialysis therapy. The patient was connected during therapy. The patient reported to have restarted therapy with the same supplies after a possible power outage during the night. It is unknown how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.